Event description:
It was reported that the patient experienced lack of pain relief/no pain relief. It was unknown to the device manufacturer representative if any diagnostic testing or troubleshooting had been performed. Actions required as a result of the event included replacement. The patient¿s status at the time of the event was listed as ¿alive ¿ no injury¿. The device system was used to deliver dilaudid and an unknown drug. It was later reported that the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device system was replaced on 2013-12-11. A dye study was performed on 2013-12-28 which showed a kinked catheter. It was also reported that the pump did not alarm when expected; no alarm when the pump was empty or low reservoir had occurred. The patient currently had pain on a scale of 8/10. The plan was to replace the dilaudid with morphine at the next pump refill. The device system also delivered bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had pain in the mid back on bilateral sides. The patient also had pain in the legs. The maximum pain was located in the lower back and the pain was radiating to his legs. The patient's symptoms had improved 0%-25%. The time course of the pain was continuous but of variable intensity. The patient had on average 1 episode of breakthrough pain per day. The quality of the pain was a stabbing and pulling. Symptoms associated with the pain included numbness in the legs bilaterally. The patient had an abnormal sleep pattern and had been kept awake by pain. Factors that tended to increase pain were standing, walking, and physical activity. The patient also had muscle spasms in the area of his pain. The patient's pain was inadequately controlled with the intrathecal pump (itp) so he wanted to switch to hydromorphone. At one of his refills, the expected volume was completely different than the volume of 0ml ascertained from his pump. It was noted that the patient went into withdrawals. It was noted that the patient had right upper quadrant pain. There was significant pressure at the inferior border of the pump where it rested.

Manufacturer narrative:
Analysis of the 8709 catheter revealed no significant anomaly and acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments. Analysis of the pump found no anomaly. Analysis of the 8578 catheter sc connector found coring-tears-cuts in the seal which met leak criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. Product ID: 8578, serial# (B)(4), product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.